Manufacturer narrative:
Product complaint # ==(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the needle stump did not fall into the surgical field. The following information was requested, but unavailable: - did the needles fall into the patient?=>unk if yes, - was the needle piece(s) retrieved during the same procedure?=>unk - were x-rays taken to locate the needle piece(s)?=>unk - what measures were taken to retrieve the broken piece?=>unk - was there any additional tissue damage as a result of searching for the needle piece?=>unk - if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. =>unk - what is current condition of the patient?=>unk - can you identify the lot number of the product involved?=>unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. A patient with malignant colon tumor underwent surgery. During surgery, the tip of the needle was broken when the product was inserted through the trocar. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.